Manufacturer narrative:
Concomitant medical products: product ID: 8637, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine and marcaine (concentration and dose unknown) via an implantable infusion pump. Indication for use was non-malignant pain and radicular pain syndrome. During a pump refill in (B)(6) 2015 the healthcare provider (hcp) told the patient that there was a leakage issue and the patient was scheduled for replacement. The patient's pump and catheter were replaced on (B)(6) 2015 because the catheter was leaking around. The patient did not know exactly where the leak occurred. The hcp had to take it out and put a new one and replaced everything. When the pump was replaced on (B)(6) 2012, they did not replace the catheter and the patient did not know why. No patient symptoms were reported. Diagnostics, troubleshooting, and outcome were not provided. Additional information has been requested but was not available at the time of this report.